Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During support, a 'placement signal not reliable' alarm appeared as soon as the pump started. The placement signal was intermittent throughout the case. The pump's position was not confirmed via echocardiogram. There was no patient harm. The patient survived explant.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of placement signal issue was not determined due to no product/logs being returned for the investigation and with insufficient clinical details.